Event description:
The customer contact reported the patient received less medication then intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific device programming parameters were provided. After an unspecified length of time, it was reported that the patient did not receive all of the medication. No specific details were provided. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.79ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml ((B)(4)). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated the last programming occurred on (B)(6) 2012 at 1029, when the device was programmed in the continuous only in ml mode, to deliver at a rate of 4.1 ml/hr, with a vtbi (volume to be infused) of 192ml, a kvo (keep vein open) rate of 0.2 ml/hr, a container size of 192 ml, and the device was powered off. Between 1230 and 1232, the device was powered on using battery power and the delivery was started. A new date occurred of (B)(6) 2012. At 1003, the delivery was stopped and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.